Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A photo sample investigation was conducted on this device and this complaint is confirmed for front/rear barrel separation. As this is a confirmed complaint, a DHR review is not required. Conclusion: the root cause for the customer¿s reported defect has been determined to be a misalignment during the front to rear barrel assembly (pick-and-place and of the parts load rack. Remedial action required: CAPA (B)(4) was initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions for the reported safety mechanism failure. Additional corrective actions initiated are: reverse pneumatic plumbing at hub pnp (pick-and-place) station; redesign hub pnp (pick-and-place) tooling; install rack locating fixture; pnp overload sensor and travel height verification procedure. (B)(4).

Event description:
It was reported that after a nurse collected blood with a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter, he/she pressed the safety activation button and the device fell apart leaving the needle exposed. There was no report of injury or medical intervention.